Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the instrument had disrupted timing. No reload was returned for evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. Replication of the damaged spur gear may occur when trying to squeeze the trigger while the helix is jam. This causes the trigger to get stuck, and the trigger and its mating gear were damaged due to the excessive force that was applied to the trigger. The damaged gears result in a handle that does not properly actuate and tacks that do not seat properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: lap ventral / incisional hernia procedure involving the ventral hernia region. The surgeon fired the reliatack dpt, the device made an abnormal sound and the reload was stuck to the mesh and the tack did not deploy from the device. This was on the approximate 44th fire. The surgeon tried squeezing the handle multiple times in order for the reload to disengage from the bard ventralight mesh and finally after several squeezes the reload disengaged from the mesh and it appeared that the tack was stuck inside the reload as it did not deploy. The rep asked the surgeon if she used more force/counter pressure on that fire in which she replied that she did. It is also worth noting that the device needed to be cycled several times during each loading period in order for the key to become vertical. The device was passed off and a new device was opened. The scrub tech disposed of the reload and it could not be located in order to return it, but the tacker is available for return. To correct the condition, opened a new reliatack dpt tacker. The sales rep was present during the case. The device was used in the patient. There was patient involvement. There was no user involvement. There was no patient or user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Additional information received via email to (B)(4): what is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? Not available. What is the UDI number of the device (located on the product packaging, see attached example)? Photo attached. What is the product ID, lot number, and UDI number of the reload used with this device? Not available. What is the current status of the patient? Not available. Did any device component fall into the cavity of the patient? No. If yes, which piece fell in and how was it retrieved? Can you confirm that the clinical device is available and will be returned for evaluation? The tacker is available. Not the reload.